Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was sent to olympus for evaluation. Inspection and testing did not reproduce the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, the following are the probable causes. - blackout of endoscope image due to broken wire or short circuit in the imaging cable - blackout of endoscope image due to short circuit caused by cracked tabs on the imaging circuit board - blackout of endoscope image due to separation of the joint of the imaging circuit board - blackout of endoscope image due to abnormal continuity caused by internal water immersion - blackout of endoscope image due to abnormal continuity of electrical connector or electrical cord - blackout of endoscope image due to connector damage or deformation - blackout of endoscope image due to lens damage or contamination the device's instruction manual provides the following, which may help to reduce/prevent occurrence of the issue: ·inspection of the endoscopic system ·warnings and cautions or precautions olympus will continue to monitor field performance for this device. In addition, the adhesive on the bending section cover was detached due to deterioration/damage and the device leaked due to damage on the channel tube. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported to olympus that during the procedure the image became black, and they received error message us9a803. The user attempted troubleshooting and turning off the processor and the error message continued. The user also cleaned the scope and reconnected it with no change. There were no reports of patient harm associated with this event.